Event description:
In 2005, this patient was implanted with gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The procedure went well and the patient tolerated the procedure. Six days later, the patient developed cholecystitis and a gangrenous gallbladder. The patient's pre-operation was experiencing right upper quadrant abdominal pain. The patient tolerated the procedure. A week later, this patient expired. Cause of death is unknown.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.